Manufacturer narrative:
A biomed from the facility reported that the reported symptom was attributed to an ac line cord on the back of the device which was not properly seated. The strain relief was in place; however, the plug was not properly secured. The biomed tested the machine and it functioned normally. The biomed verified that upon removing ac power, an audible alarm was activated.

Event description:
It was reported that: while the device was ventilating a patient, a nurse walked by the room and heard an alarm from the ECG monitor and observed that the ventilator was no longer functioning. The nurse reported that there was no alarm from the ventilator. No patient injury.